Event description:
Femoral-popliteal bypass with graft done in 1999. Revision of the proximal femoral artery/graft was done one year later for stenosis. Logitudinal incision was made in the graft and was closed with a cardiovascular patch and 5-0 prolene suture, and continuous stitch (seam). Pt returned 4 weeks later with a slightly swollen but throbbing leg. Returned 4 weeks with a heavily swollen leg. Intervention 4 weeks later. Surgeon observed a suture (seam) fracture, creating a hole in the "ptfe" prosthesis where it had previously been lacerated (cut or revised).